Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped maintaining her ipg as recommended. In turn, her ipg has become inoperable. Troubleshooting attempts have been unable to provide resolution. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The replacement ipg was also implanted at a new location. Surgical intervention resolved the patient's issues.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient lost (B)(6) and experienced pain at the ipg site. Surgical intervention remains pending.